Event description:
The customer reported getting ongoing high sodium (na) quality control (qc) failures and erroneous critically high na patient results on their dxc 600 pro clinical chemistry analyzer (pn a10400 sn (B)(6)). One erroneous patient result was reported outside of the laboratory. Quality control (qc) was not within specification prior to the event. There was no report of change to treatment, injury, illness, or death associated with this event. The customer did not provide patient demographics.

Manufacturer narrative:
The beckman coulter field service engineer (fse) checked the instrument and determined that carbon bridge was malfunctioning. The fse replaced the carbon bridge, which resolved the issue. The customer was satisfied with the service provided. No further action is required. A2, a4 & a5: information was not provided. The beckman coulter internal identifier is (B)(4).